Event description:
It was reported that prior to use, the cardiosave intra aortic balloon pump (iabp) had a high-pressure leak. No patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.